Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error. Customer's blood glucose level was unknown at the time of incident. It also stated that troubleshoot was performed for power error on insulin pump and issue of power error was unresolved. Customer was advised to discontinue use of insulin pump. Insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the displacement test, sleep current measurement, and active current measurement. Detailed trace analysis shows that insulin pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at printed circuit board. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.